Manufacturer narrative:
(B)(4). Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption to values outside of normal power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient was admitted to the hospital with elevated flows and elevated power. The patient was treated medically on (B)(6) 2016, the lactate dehydrogenase (ldh) and plasma free hemoglobin continued to increase. On (B)(6) 2016 the pump was removed and exchanged. The patient was in the hospital as of (B)(6) 2016. It is stated that the pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
It was reported that on (B)(6) 2016, the patient reported seeing slightly elevated powers of 5.4 and slightly elevated flows of 7.2 but were at baseline when the call made to the clinic. The patient was instructed to monitor and notify the vad coordinator with any changes. On (B)(6) 2016, patient reported clear urine and a slightly elevated lactase dehydrogenase (ldh) of 243 and an international normalized ratio (inr) of 2.08. Later that day, he reported that his flow increased from 6lpm to 7.5-8lpm and his power was at 2 watts. The patient was instructed to go to the clinic. On (B)(6) 2016, the patient was seen in the clinic and reported that his urine had turned black that morning. Vad speed were 2800 rpm, flow 8.8 l/min and power was 6.0 watts. The patient's ldh was 941 units/l , plasma free hemoglobin 220mg/dl, and inr 2.17. The subject was admitted to the hospital for hemolysis. He was started on integrilin and a chest CT angio with contrast was performed to assess for suspected pump thrombus. The CT did not show any apparent thrombus in neither the inflow or outflow cannula. On (B)(6) 2016, an echo was done which could not exclude a lv thrombus. The hematuria continued and the ldh peaked at 3290 and his plasma free hemoglobin was 750. On (B)(6) 2016 a pump exchange was performed with no outflow graft clot noted. The patient was started on ceftazidime 1g daily and micafungin 100mg daily. He also received a single dose of vancomycin 1g. Also during this time noted on (B)(6) 2016, the patient's creatinine and bun started to rise. It continued to progress and on (B)(6) 2016, nephrology was consulted. Continuous renal replacement therapy (crrt) was initiated on (B)(6) 2016. He slowly improved and crrt was stopped. At discharge on (B)(6) 2016, his renal function had almost returned to normal and his creatinine was 1.4 and bun was 45. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.